Manufacturer narrative:
On 2-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the device's end was buckling when it was pushed against the septal wall. The sheath was hard to pass through. The sheath was replaced and the procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A dimensional test was performed on the outer diameters of the sheath, and the results were found within specifications. A microscopic inspection of the tip was performed and the soft-tip was observed without scratches on the surface. No damage or bunched conditions were identified. A device history record evaluation was performed for the finished device number 60000532 and no internal action was found during the review. The resistance reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the device's end was buckling when it was pushed against the septal wall. The sheath was hard to pass through. The sheath was replaced and the procedure was continued. No patient consequences were reported.